Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 101 mg/dl. Customer stated that the pump alarm after battery change. The customer has not received multiple battery out limit alarm when batteries are out of the pump for less than one minute. The customer was advised that the device is working as it should be. The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 101 mg/dl. Customer used a new aaa alkaline battery and failed battery alarm recurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The battery was inserted multiple times and all operating currents were within specification and no unexpected battery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.